Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to clean the speaker holes and to temporarily disconnect and then reconnect the cartridge, successfully resuming insulin delivery after a delay. The alarm did not recur, and the pump returned to normal operation with preventive tips provided to the customer.